Manufacturer narrative:
The force bipolar instrument was transferred to engineering for further investigation and the initial findings were confirmed. Continuity was retested on the instrument and failed intermittently. It was observed that continuity would fail when the grips were manipulated at an angle. The instrument was disassembled, and the wire was cut just behind the wrist of the instrument. Continuity was tested again between the grip and cut wire and continued to fail intermittently. The distal clevis pin was removed to get a better look at the conductor wire where it wraps around the pin. It was observed that the conductor wire was pinched, indicating a break. To further confirm the pinch as the break, the wire was cut past the pinch and continuity was retested and confirmed to fail where the pinch was located.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have functional test failure and failed continuity test. The instrument failed the electrical continuity test. There is no obvious damage to the conductor wire. The instrument intermittently failed the electrical continuity test. The instrument grips were manually manipulated and intermittently passed and failed the continuity test, indicating a potentially broken conductor wire from the grip crimp. No signs of thermal damage were observed. The instrument housing was opened, and no damage was found. Additional observation(s) not related to the customer-reported complaint include: the instrument was found to have damage to the conductor wire¿s insulation. The conductor wire's insulation had some surface damage at the distal yaw pulley; however, no exposed internal wire and no signs of thermal damage were observed. The instrument intermittently passed and fail the electrical continuity test. Additional findings not related to the customer-reported complaint: the instrument was found to have an input disk broken. Input disk #5 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts #6 and #7. The instrument will be transferred to engineering for further investigation. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to the loss of instrument functionality. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar did not coagulate even after swapping the cables. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient.